Event description:
It was reported that as the cot was being removed from the ambulance, it kept moving back and fell to the ground without catching on the hook. It was identified that there was a roll of 2 inch tape up against the hook that likely flipped the safety bar up and over the hook. It is unclear if the tape was there before the user pulled the cot back, but was on the floor somewhere. It was reported that no injury occurred and there was no patient involvement.